Event description:
An operator noticed that an instrument was stuck on a basket while the door was closing on the clean side of a reliance 444 washer. The operator pushed the basket into the washer to free it from the door. Once the basket was inside the washer, the washer door fell on the operator's hand. The operator went to the facility emergency room and received four stitches to the palm of the hand.

Manufacturer narrative:
No customer letter was requested.

Event description:
Reportedly, the device was explanted after an implant duration of 8.97 months due to endocarditis. The customer experience report prepared by the surgeon on 06/23/2009 states "cva in 2008. (Pt) presented in 2009 with collapse and fever. Subsequent investigation revealed pve in aortic position. (Pt) initially refused surgical intervention, then changed his mind after 3 weeks." New aortic valve device was implanted one month later. Patient expired at about 5 days post implant. The op report indicates the pt initially tested positive for staph epidermidis and had a history of avr in 2008. Echo showed thickened aortic pv leaflets and severe anterior pv leak anteriorly. The aortic valve prosthesis was unstable. (Pt) initially declined redo surgery, however, after further consultation with the family (pt) agreed to proceed with high risk redo surgery."

Manufacturer narrative:
Due to the presence of staph epidermidis, the explanted device will not be evaluated, and will be destroyed. This was determined reportable per edwards lifesciences procedures. On 09/03/2009 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter will be prepared with device history record review results only as no evaluation can be done due to the presence of infection per edwards lifesciences procedures. Device not returned.